Event description:
Saline noted to leak intermittently when the line was flushed. On closer inspection, tip of clave connector found broken and lodged in PICC catheter lumen. Discontinued use of lumen and md notified. Removed by interventional radiology.